Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of flow issues accuracy could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 2420-0007 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that bd alaris smartsite pump infusion set had flow issues the following information was received by the initial reporter with the following verbatim it was reported by customer that the infusion of piperacillin-tazobactam infused more slowly than expected.